Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the gui central processing unit (cpu) printed circuit board (pcb) and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a graphic user interface (gui) error message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.